Event description:
Pt was undergoing laparoscopic gastric bypass. The gastric pouch is created using sequential firings of the endo gia universal linear stapler re-inforced with seamguard. One of the stapler applications mis-fired, leaving all of the staples from the cartridge completely open un-crimped. It was unclear whether the blade from the cartridge cut tissue during this firing. As a result, the area had to be re-stapled with another cartridge. As well, both sides of the staple line had to be oversewn with silk sutures in order to ensure complete closure of the tissue and prevent a possible leak.